Manufacturer narrative:
The manufacturer previously received information alleging the dreamstation 2 advanced auto CPAP device has a burning/smoke/electrical odor. The user also alleges nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the technician verified that the heater plate and the pil supplied heated tube were working but observed a slight heat odor coming from the heated tube. A visual external and internal inspection of the device was performed and observed the following: the underside of the display ribbon cable had white and brown unknown residue on it. The pca (printed circuit assembly) had corrosion on parts of the pca near q3 (phase b of the motor circuitry), and q2 (phase a of the motor circuitry) had corrosion near it and was slightly deformed. Q1 (heater circuitry) was cracked and deformed with unknown white residue nearby. Pil observed more unknown white residue on pca near d4 and u10 that may potentially be mineral deposits. The corrosion and the white residue indicate potential moisture inside of the device, suggesting liquid ingress as the root cause. The evaluation of the device concluded that the technician was not able to confirm the complaint or address the symptoms specified. Potential moisture getting into the device where the pca is located is believed to be the primary cause of the customer complaint. This report is being submitted for the corrosion found on parts of the pca. In this report, section h6 [problem code] [evaluation results code] [component code] [conclusion code] has been updated.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has a burning/smoke/electrical odor. The user also alleges nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the technician verified that the heater plate and the pil supplied heated tube were working but observed a slight heat odor coming from the heated tube. A visual external and internal inspection of the device was performed and observed the following: the underside of the display ribbon cable had white and brown unknown residue on it. The pca (printed circuit assembly) had corrosion on parts of the pca near q3 (phase b of the motor circuitry), and q2 (phase a of the motor circuitry) had corrosion near it and was slightly deformed. Q1 (heater circuitry) was cracked and deformed with unknown white residue nearby. Pil observed more unknown white residue on pca near d4 and u10 that may potentially be mineral deposits. The corrosion and the white residue indicate potential moisture inside of the device, suggesting liquid ingress as the root cause. The evaluation of the device concluded that the technician was not able to confirm the complaint or address the symptoms specified. Potential moisture getting into the device where the pca is located is believed to be the primary cause of the customer complaint.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.